Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and dyspareunia. On (B)(6) 2008 the patient underwent cystoscopy, anterior colporrhaphy and vaginal wall graft revision due to vaginal wall mesh revision. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, tbd secure sling (u-shaped), anterior colporrhaphy, paravaginal repair and iliococcygeal vault suspension with mesh augmentation due to sui, symptomatic vaginal prolapse, grade ii to iii cystocele, grade I rectocele and grade 1+ uterine polyp prolapse.